Event description:
It was reported that during the implant procedure, the physician experienced high impedance readings and it took to many twists to extend the leads helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. The lead has been stretched causing the inner tubing to buckle and the distal conductor distorted within the connector. This prevents turning the is-1 pin. Upon visual inspection, it was noted that the lead had been stretched. Upon inspection, it was noted that the distal conductor of the lead was distorted. Upon visual inspection, it was noted that the inner tubing of the lead was kinked/buckled. Upon visual inspection, it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil. Upon visual inspection, it was noted that the lead was damaged during the implant process.